Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy,an attempt was made to use the reload on the first firing, but the cartridge did not fire. A new cartridge was used with a new handle to resolve the issue. The product was not used for patient. There was no patient injury.